Event description:
It was reported that on (b)(6) 2026, a 23mm SJM Regent Heart Valve w/ Flex Cuff was chosen for a procedure. During procedure, a leaflet insufficiency, with significant regurgitation after rebound. The valve leaflets did not open and close flexibly. The valve got explanted and a new 23mm SJM Regent Heart Valve was implanted while patient on bypass. The patient was reported discharged.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.